Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had an issue where capture management was not running, and all lead function was found to be normal. The device was replaced. No patient complications have been reported as a result of this event.